Event description:
It was reported that the device was replaced due to eol (end of life). The device was analyzed by the manufacturer and tested out of specification. It was further reported that the right ventricular lead had an insulation break. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based in part on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.